Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump battery depleted and loss of communication between pump and transmitter. The customer reported hyperglycemia with blood glucose value of 533 mg/dl. The event involved product mmt-7841zn, mmt-342, mmt-7040a, mmt-441ag and mmt-1880. Troubleshooting was not performed. It is unknown whether customer had been using insulin pump within 48 hours of reported event. It is unknown whether customer had been using the autoguard/smartguard feature at the time of reported event. No further patient complications was reported. No product return is required for mmt-7841zn, mmt-342, mmt-7040a, mmt-441ag and mmt-1880.